Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not obtain.

Event description:
It was reported that surgical intervention may take place at a later date to replace the patient¿s ipg for an unknown reason.

Manufacturer narrative:
At this time surgical intervention is not planned. Hence, this does not meet the reportability criteria.

Event description:
Additional information received indicates that the patient is not proceeding with any surgical intervention.